Manufacturer narrative:
The device was returned to olympus for inspection and the customer's allegation was confirmed. The green image was caused by a broken video cable. The cause of the broken video cable could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the subject device gave a green light at the distal end. There were no reports of patient harm.